Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the reporter heard ¿second hand¿ that the patient previously had a magnetic resonance imaging (MRI) study that was a closed horizontal bore 1.5t scanner, and the pump recovered the next day, or 24 hours later, but the reporter could not confirm that. The drug in the pump system at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.